Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5957u. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open right hemicolectomy, the deployed staples at the distal end part of the cartridge were unformed at the 4th firing on the colon. Additional firing was performed, but the firing force was higher than expected. Another device was used to complete the case. There were no adverse consequences to the patient.